Event description:
Pt on table for cardiac revascularization with balloon pump placed in aorta. Turned pump on and first transducer failed to provide waveform for balloon pump. Second balloon placed and no waveform. New transducer placed and no waveform with either balloon pump. Third transducer obtained and got waveform.